Event description:
This case was initially received via regulatory authority (B)(4)) on 11-jun-2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of abdominal pain ("very strong abdominal pains") and rheumatoid arthritis ("beginning of rheumatoid arthritis") in a (B)(6) -year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), bacterial vaginosis ("she ran out of vaginal flora"), tooth loss ("she has practically lost all of her teeth"), menorrhagia ("her menstruations are painful and lasting"), dysmenorrhoea ("her menstruations are painful and lasting"), back pain ("back pains in lumbar zone"), restless legs syndrome ("restless legs disease"), asthma ("bronchial asthma") and adverse event ("diseases nos"). The patient was treated with and surgery (she is on waiting list for essure removal.). Essure treatment was ongoing at the time of the report. At the time of the report, the abdominal pain, rheumatoid arthritis, bacterial vaginosis, tooth loss, menorrhagia, dysmenorrhoea, back pain, restless legs syndrome, asthma and adverse event had not resolved. The reporter provided no causality assessment for abdominal pain, adverse event, asthma, back pain, bacterial vaginosis, dysmenorrhoea, menorrhagia, restless legs syndrome, rheumatoid arthritis and tooth loss with essure. The reporter commented: essure was inserted on 2010 or 2011. She experiences these events daily since essure was inserted. An x-ray image was performed and she was derived to gynecology service and she is on waiting list for essure removal. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 12-jun-2018 for the following meddra preferred term: abdominal pain the analysis in the global safety database revealed 2.267 cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 11-jun-2018. The most recent information was received on 18-jul-2018. This spontaneous case was reported by a regulatory authority and describes the occurrence of abdominal pain ("very strong abdominal pains") and rheumatoid arthritis ("beginning of rheumatoid arthritis") in a 31-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), rheumatoid arthritis (seriousness criterion medically significant), bacterial vaginosis ("she ran out of vaginal flora"), tooth loss ("she has practically lost all of her teeth"), menorrhagia ("her menstruations are painful and lasting"), dysmenorrhoea ("her menstruations are painful and lasting"), back pain ("back pains in lumbar zone"), restless legs syndrome ("restless legs disease"), asthma ("bronchial asthma") and adverse event ("diseases nos"). The patient was treated with and surgery (she is on waiting list for essure removal.). Essure treatment was ongoing at the time of the report. At the time of the report, the abdominal pain, rheumatoid arthritis, bacterial vaginosis, tooth loss, menorrhagia, dysmenorrhoea, back pain, restless legs syndrome, asthma and adverse event had not resolved. The reporter provided no causality assessment for abdominal pain, adverse event, asthma, back pain, bacterial vaginosis, dysmenorrhoea, menorrhagia, restless legs syndrome, rheumatoid arthritis and tooth loss with essure. The reporter commented: essure was inserted on 2010 or 2011. She experiences these events daily since essure was inserted. An x-ray image was performed and she was derived to gynecology service and she is on waiting list for essure removal. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-jul-2018: quality-safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.